Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room. The left ventricular (lv) lead did not capture and a chest x-ray showed that the lead was pulled back into the right atrium. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
Analysis found a complete lead was returned in one piece measuring 86.5cm. Analysis was normal. No anomalies were found